Event description:
The manufacturer's instructions for use for cleaning and disinfection for this product are lengthy, supply intensive, contrast with evidence-based industry standards, and are not reasonable for clinical staff to adhere to in a healthcare setting. Patient safety risks will persist if the manufacturer's instructions for use are not written and updated in a manner in which healthcare professionals can follow them in common clinical settings in which these devices are commonly used.